Event description:
It was reported that the patient was explanted due to the spacer being displaced. The spacer was kept by the medical facility.

Event description:
It was reported that the patient was explanted due to the spacer being displaced. The spacer was kept by the medical facility. Additional information was received that the patient reported that something was unusual at a post op visit. The patient reported feeling a popping sensation with increased pain in his leg while stretching. During the procedure the original spacer was removed and a larger spacer was implanted.